Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer was not performing the air removal step, customer technical support educated customer regarding air removal step. Customer continued to use pump for insulin therapy. There was no reported adverse impact to the customer.